Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a pump error. The customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose and protruded drive support disk. Unable to perform self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to prime alarm. The device had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corners, stained address, serial number label and missing end cap sticker.